Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The unit was powered on while connected onto a known good ac adapter, known good lung, and a known good circuit. The unit powered on and boot up with no issues, however, after 8 minutes of bench testing, the unit went into a reset cycle. The unit was opened up to visually inspect, and a connector on the main flex circuit was not properly connected. The service technician then properly re-connected it, and the unit passed 111.5 hours of extended bench testing, an initial final test, and an initial alarm volume test with no abnormalities or alarm conditions. A review of the event trace log revealed several "ventilator reset" alarms, "inop" conditions, and "hardware fault 41" alarm conditions. Bench testing determined that the poor connectivity of the main flex circuit resulted in these alarm conditions and the reset cycles. Vyaire medical replaced the main board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator would cycle off and on while in use on a patient. There was no harm associated with this complaint. The patient was manually ventilated and placed on another ventilator. When the incident occurred, all of the ventilator's led's would light up and then turn off, then light up again. The ventilator would also alarm "vent reset".